Manufacturer narrative:
Subject device was returned for evaluation. Visual assessment confirms the failure mode of ¿broken tip¿. It was reported that a trocar, switching stick and a spinal blade were used prior to the insertion of the cannula and obturator. The method is compliant with the instructions for use (IFU). A review of the device history report(s) did not identify any discrepancies. A review of the complaint history for two years confirmed that three additional complaints with two similar failure modes. A complaint history review for the manufactured lot on file confirmed no additional complaints. Per results of the investigation, the root cause could not be determined post evaluation. At this time, no further investigation will be implemented. (B)(4).

Event description:
During a shoulder arthroscopy procedure utilizing the universal cannula (5mm/76mm) blue with latex free seal, it was reported that a piece of the device broke off inside of the patient and the surgeon was unable to locate the fragment. A trocar, switching stick and spinal blade were all used to ensure that the portal was wide enough to accept the cannula. The cannula and obturator were inserted simultaneously and when the obturator was removed, it was reported that the break in the cannula was noted. It is stated that the physician is fairly certain that no fragments remain inside of the patient post flushing/irrigation. It is reported that no additional imaging was performed. (B)(4).